Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with a dialysis catheter. Customer states that the adapter cracked and had to be pulled and replaced.

Manufacturer narrative:
Submit date: 08/10/2009. An investigation is currently underway. Upon completion, the results will be forwarded.